Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right atrial lead exhibited noise oversensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
D4: UDI not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.